Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3887-45, lot# va0yc5z, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3587a25, lot# n156038, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported an infection that was everywhere, but more so where the leads were connected to the implantable neurostimulator (ins). The ins was connected to the right and left side of the occipital nerve. She had a spike in temperature/fever and pain with movement. The infection was confirmed as a staph ocular infection. The entire system was removed and she received both IV and oral antibiotics. Indication for use included migraine, non-malignant pain, and headache.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3887-45, lot # va0yc5z, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 3587a25, lot # n156038, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information reported that the action/intervention taken to resolve the infection was the removal of the hardware. There was a report that the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.